Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient clarified that the stimulation that they feel in their left leg can cause them to stagger and trip and fall when it happens unexpectedly. The patient stated that they have no feeling of stimulation in their right leg even after they turn it up. They stated that they have no relief after changing frequency and turning stimulation to a high level. They stated that higher levels of stimulation make them more anxious. They stated that adjusting different stimulation levels did not resolve the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) mentioned they had therapy in their left leg, but not in their right leg (where their problem was) since implant date. Pt said they wanted to schedule another reprogramming appointment with mdt rep. Pt made mdt reps (B)(6) aware of the issue; when asked about the notify date, pt said they made (B)(6) aware first and did not provide a specific notify date and then made (B)(6) aware on (B)(6) 2022. Pt said when they last met with (B)(6), the mdt rep. Looked puzzled and then said the pt should turn up their therapy. Pt said mdt rep. Made adjustments and then added some groups. Pt went home and tried the groups out, but the groups sent intense therapy down the pt's left leg, but the pt "barely felt anything" in right leg. Pt had to turn therapy down because therapy was too intense in left leg. Pt said "they cannot stand when it goes off" and "it would take them right down." Pt men tioned they were not getting 50% therapeutic relief, but were maybe getting 10%. Pt said they had even turned the therapy off to get relief. The patient was redirected to their healthcare provider to further address the issue.